Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was sitting in the healthcare provider (hcp) office and their ins shut off. The patient stated that they did not have the programmer with, but when they got home the device was off. The patient programmer was still showing 25% battery life. The patient was able to turn the ins back on and also recharged the device. The reason the ins shut off was unknown. The patient stated that they would keep an eye on the battery and inform the hcp if this continues. No further complications were reported or anticipated.